Event description:
Patient allegedly received an implant on (B)(6) 2016 via the internal jugular approach due to dvt (deep vein thrombosis) and pe (pulmonary embolism). Patient is alleging tilt, vena cava perforation, that the device is unable to be retrieved, and pe after [the] filter was placed. The patient is further alleging "after filter was placed. I had multiple pes in my lungs. My right leg is swollen all the time. I'm now on xarelto 20mg because filter cannot be moved. I suffer with anxily from worrying about the filter breaking apart and going to my heart and killing me/ loss of sleep," "as I am a avid gym person. I do lift weights but not to lift to the extent I use to. I do more carbio rather then power lifting," and "I am depressed and suffer with anxity. I also suffer with lack of sleep. I have not been treated professionaly for depression, but I have been treated for lack of sleep." The patient further reports implantation off an inferior vena cava implant on (B)(6) 2016 with another manufacturer's device due having a dvt in the right leg. Unsuccessful retrieval attempts were reported for (B)(6) 2016 (due to filter not deploying correctly), (B)(6) 2017, and (B)(6) 2018. Per an attempted retrieval report dated (B)(6) 2017, "an inferior venacavogram was performed. This demonstrated tilting of the ivc filter with apparent embedment of the retrieval hook into the venous wall. Multiple attempts were then made using a loop snare, and bronchial forceps. The 16 french sheath was then up sized for a 22 french vascular sheath and multiple additional efforts were made using the bronchial forceps and [retrieval device], again unsuccessfully. Attention was then turned to the right common femoral vein. The vein was accessed with needle ad 0.035 guidewire advanced easily into the inferior vena cava. Guidewire was exchanged fir a 0.035 amplatz through a 5 french catheter. Following dilation, 16 french vascular sheath was placed over the guidewire into the inferior vena cava below the filter. The guidewire was then passed from the femoral vascular sheath into the internal jugular vascular sheath and used in attempt to straighten out the ivc filter. Multiple additional attempts at retrieval were then made with the bronchial forceps, however again unsuccessfully. A completion inferior vena cavogram was obtained. Given the low likelihood of success and risk for ivc injury, was decided to terminate the procedure at this time."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pulmonary embolism (pe) as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported continual right leg swelling, anxiety, depression, loss of sleep, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: pe, perforation, tilt, difficult to retrieve, embedment, continual right leg swelling, anxiety, depression, loss of sleep, and limited physical activity. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The investigation was reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. As a result, appropriate term/code not available (4316) was selected for the h6 conclusion code. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per an attempted retrieval report: "under direct ultrasound guidance the right internal jugular vein was accessed with an 18-gauge needle. A 0.035? Guidewire was passed under fluoroscopy centrally to the inferior vena cava. An introducer sheath was then placed over the guidewire into the ivc and an inferior vena cavogram was performed demonstrating no thrombus in the filter or the ivc." "Multiple attempts were made to capture the ivc filter, utilizing the loop snare, wire loop, and bronchial forceps techniques as well as combinations of each. At several times throughout the· procedure, the ivc filter was able to be either grasped with the forceps or a wire loop formed between the filter struts; however, at no point was the retrieval hook able to be captured." "Initial fluoroscopic imaging demonstrated a previously placed ivc filter with multiple bent struts. Initial venacavogram demonstrated no thrombus of the filter and not thrombus within the ivc. Completion inferior venacavogram demonstrated no complication."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect platinum filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2016". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.